Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received insulin pump error 4 and 53 while doing bolus. Troubleshooting was performed it was reported customer was unable to clear the alarms, and clock is visible on the screen. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
Pump error 53 alarm occurred during displacement test. Unable to perform the displacement test. Pump passed the self test. No pump error 4 alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to hardware error. The detailed trace confirmed pump error 53 alarm (line number 671 file number 172) due to memory allocation (not enough free memory in the peg pool) in the screen creation function (hw issue cannot be ruled out unambiguously). Problem isolated to the electronic assembly as per global logic analysis (esf (B)(4). Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, pillowing keypad overlay, missing display window cover, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube), cracked case - corner of belt clip rails. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a hardware error. No pump error 4 was observed during analysis. Pump error 4 was not confirmed. Pump exposed to moisture confirmed on the pcba 1, pcba 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.